Manufacturer narrative:
Date of event is approximated to (B)(6), 2014, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted in a patient during an elective insertion procedure performed on (B)(6), 2014 due to a history of stress incontinence. (B)(6), 2016 the patient underwent a procedure to excise an exposed knuckle of tape at the right side of the vagina which had become uncomfortable. It was further reported that by 2018 the patient had undergone three revisions. (B)(6), 2018 during a follow-up consult, she reported feeling "worse now than before". She added having experienced stress incontinence, urge incontinence and dyspareunia. She further stated that her partner can feel something in the vagina and in past that had caused a cut in her partner's penis. (B)(6), 2018 during another follow-up consult, she reported leaking when getting out of bed in the morning and even while straddling a motorbike or trampolining. This was following a partial tape removal procedure. (B)(6), 2019 the patient reported an ongoing issue with urinary incontinence, tiredness and back pain. Noted that she also had a history of fall that resulted in a t7 and coccyx fracture. (B)(6), 2019 the patient was referred to a physiotherapist. She said that the mesh was causing a lot of pain, in addition to the pain in her right heel, coccyx and knees. She added that there was an increase in urinary frequency since the mesh repair three years ago. She further noted feeling tired, losing weight due to reduced appetite, and feeling stressed and anxious from being off of work and not getting paid. On (B)(6), 2019, while awaiting surgery for transvaginal mesh, she had a whole spine MRI performed. She continued to report multiple joint pains. On (B)(6), 2019 the patient was referred to another physician. Upon her doctor's last review in (B)(6) 2018, there was no tape exposure, but some tenderness over the tape which was causing a degree of distress and some stress incontinence. The patient was originally listed for removal of the tape and colposuspension but was unable to attend, and so needed to be re-referred to evaluate whether surgery was still applicable at that time. (B)(6), 2020 during a telephone consultation, she reported her moo was well controlled with the 10mg citalopram. She was using tramadol 50mg for her chronic abdominal pains. (B)(6), 2020 the patient underwent an elective removal of vaginal tape, cystourethroscopy and insertion of rectus sheath pubovaginal sling to address urinary stress incontinence and mesh erosion. Per examination, the mesh was found to be not fully eroded. The surgery was completed without any postoperative complications. (B)(6), 2020 during a telephone consultation, the patient reported struggling with pain. Prior to discharge, she had dhc which was not helping. Now she was requesting tramadol as that worked better for her prior to the surgery. She was prescribed tramadol 50mg cap, four times daily when required. (B)(6), 2021 the patient sought another telephone consultation and reported that she had a postoperative wound infection and was given antibiotics and pain injections. She also added having persistent pain in the right groin, hesitancy to void and intermitted reduced flow. She also noted some symptoms of urinary tract infection from time to time but felt that her bladder symptoms were already manageable and better than before. Analysis: scar tissue from previous failed mesh surgery and more recent autologous sling operation. (B)(6), 2021 during another telephone consultation, the patient reported ongoing pain from scarred tissue and for her chronic coccyx pain and fracture of t12 from a previous fall. She requested further issue of tramadol. (B)(6), 2021 the patient had another telephone consultation during which she reported persistent pelvic pain which was worst in the left/central lumbosacral region.